Manufacturer narrative:
Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that the device had broken sear. It was observed by bd representative during visit. There was no patient involvement. Although multiple requests have been made, no additional information has been provided and the customer stated no products will be returned for investigation.